Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the tip from a reamer/ irrigator/ aspirator (ria) driver shaft broke intraoperatively. No information about patient outcome. The returned instrument was examined at customer quality and the complaint condition was able to be confirmed. A visual inspection, device history records review, drawing review and dimensional verification of the relevant device features were performed as part of this investigation. A functional test or complaint replication is not applicable as the damage was visually confirmed. No new malfunctions were identified during the investigation. Ria drive shaft (part #314.743) is used under the intramedullary reaming and bone harvesting. It is implemented for autogenous bone harvesting and removing infected and necrotic bone and tissue from the intramedullary canal. The ria drive shaft (part #314.743 lot # 6857086) was returned with the tip missing leaving the distal instrument shaft in the jagged form. The helix of the shaft is intact. The broken fragment was not returned with the complaint. There are superficial striation marks over the surface of the shaft, which does not impact functionality. Relevant product drawings were reviewed: drive shaft assembly drawing and drive shaft helix. Outer diameter (od) of the distal tip could not be measured due to missing fragment. Portion of the distal tip, approx. 13 mm in length, is missing. Hence od of the helix feature which is within a close proximity of the broken tip was measured. Od of the helix was measured within the specification at 5.94 mm (spec: 6 mm +/-0.1 per drawing). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Calipers used. It is possible that the tip of the sleeve was damaged due to excessive torque or off-axis force applied on the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Unknown when device malfunctioned. Additional device product code: hrx. Device is an instrument and is not implanted/explanted. Reporter phone number: (B)(6). A device history record (DHR) review was performed for part #314.743, synthes lot#6857086: release to warehouse date: 28-aug-2012, expiration date: n/a, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip from a reamer/ irrigator/ aspirator (ria) driver shaft broke intraoperative on an unknown date. Surgery was not prolonged due to the reported issue. No information about patient outcome. This report is for one (1) drive shaft for use with ria. This is report 1 of 1 for complaint (B)(4).